Event description:
Pt presented to the emergency dept on (B)(6) 2013 with severe, stabbing chest pain radiating from his jaw with shortness of breath. Pt was initially brachycardiac on route to the emergency dept and was unresponsive until his heart rate increased after given atropine. In the emergency dept, pt was brought directly to a critical care room by ems and was under continuous cardiac monitoring, pulse oximetry, and supplemental oxygen via non breather mask. Peripheral IV was inserted. Bedside cardiac ultrasound showed cardiac tamponade. Portable chest xray performed. Pericardiocentesis: lg pericardial effusion. Pt vomited profusely with brief episode of hypoxia. Pt was intubated by anesthesiology. Repeat pericardiocentesis with pigtail catheter insertion performed. Ambu used on pt. Permissive hypotension obtained. Repeat cardiac ultrasound showed free fluid at aortic root. Pt became more hypotensive and was emergently transferred to the operating room, where he underwent the following procedure: emergent sternotomy, suture repair of small fenestration of the aortic root, removal of amplatzer asd closure device, pericardial patch closure of resultant asd, closure of fenestration in the roof of the left atrium, intraoperative transesophageal echocardiogram on (B)(6) 2013. Pt was transferred to the intensive care unit in critical but stable condition.